Event description:
It was initially reported that the device was failing its self-test and had its service indicator illuminated. The device was also repeatedly logging an event code. Upon further investigation of the device by physio-control, it was observed that the device would fail to analyze in AED mode and would not display the paddles ECG rhythm. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of failure was caused by an electronically leaky capacitor, designator c160.